Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer call in to report a bravo failure to detach. When the physician plunged the delivery handle and turned the knob, the white line was not visible on the delivery device. The physician then flicked the plunger up to ensure the capsule was released. The white line was still not visible. The plunger was physically pulled upward to release the capsule without issue. The physician was concerned regarding the difficulty removing the capsule. The patient experience minor bleeding due to the failure to detached. The physician flushed with water and the bleeding was controlled, no medical intervention or medication required to control bleeding. A second capsule was calibrated and placed in the patient without further issue. The device is not expected to be returned for evaluation.